Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pullin g/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix would unexpectedly retract without input making the lead difficult to place. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.